Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating the patient was treated with oral antibiotics for 2 weeks, but the ipg site remained inflamed with increasing tenderness. Surgical intervention took place where the system was explanted to address the issue. The patient is currently healing, and the manufacture representative will no longer be receiving updates regarding the status of the infection.

Event description:
It was reported that the patient had an unspecified infection. The patient was treated at the hospital on an unknown date. No further information is available.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event details. Further information was requested but not received. Attempts were made to obtain patient weight. Further information was requested but not received.